Manufacturer narrative:
(B) (4).

Event description:
See MFR report: 3004209178-2010-01091. The pt experienced a loss of therapeutic effect. She underwent a replacement of her devices and leads. It was reported that her symptoms had resolved to her satisfaction.